Manufacturer narrative:
Unit passed the dat test at 0.08845 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime , and excessive no delivery alarm test. Unit functioned properly. No motor error alarms noted during testing. Unable to confirm motor position encoder error alarm due to overwritten with alarms in alarm history screen. Alarm noted due to corrupted history file. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer went into the hospital for a diabetic ketoacidosis about two weeks ago. The insulin pump alarmed motor error and no delivery. The customer was able to rewind the insulin pump. The displacement test passed. Customer was on shots due to the issues he had with his insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.